Event description:
A surgeon reported following an intraocular lens (iol) implant procedure, a pt experienced poor vision. The lens was exchanged. Add'l info was requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionaire was not received. (B)(4).